Event description:
It was reported that during preparation for a percutaneous coronary intervention (pci) procedure, stent damage occurred. When loading the 3.00x38mm ion drug-eluting stent (des) system onto the guide wire for use in an unspecified procedure, it was noted that a strut was sticking up. The des system was removed and the procedure was successfully completed with another of the same device. No patient complications were reported and the patient's status is ok.

Event description:
It was reported that during preparation for a percutaneous coronary intervention (pci) procedure, stent damage occurred. When loading the 3.00x38mm ion drug-eluting stent (des) system onto the guide wire for use in an unspecified procedure, it was noted that a strut was sticking up. The des system was removed and the procedure was successfully completed with another of the same device. No patient complications were reported and the patient's status is ok.

Manufacturer narrative:
Device evaluated by MFR.: examination of the returned device revealed the stent was centered between the marker bands on the tightly folded balloon and there was no indication the device was subjected to positive (inflation) pressure. There were bent struts in the 6th row from the distal end. Magnified inspection presented no evidence of any product quality deficiencies contributing to the confirmed stent damage. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is considered handling damage as the event occurred prior to patient contact. (B)(4).

Manufacturer narrative:
Device is a combination product.(B)(4).